Event description:
A customer's father reported receiving lower than feels readings of 155 mg/dl and 46 mg/dl on their adc meter that they also perceived as erratic, however, the readings when plotted on parkes error grid fell into a "b" zone showing the difference in values being clinically insignificant. The caller further reported customer felt "sweaty, pale and had ketones" when the paramedics were called and treated with unspecified fluids via intravenous infusion. The customer was further transported to a hospital where he was diagnosed with hyperglycemia and diabetic ketoacidosis, "had lots of tests and more IV fluids." In addition, the customer also tried to self-treat with unspecified fluids to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The reported meter was returned and investigated with retain test strips from a different lot. All results were within the range specification and no errors were observed during control solution testing. The reading of 155 mg/dl the customer reported was found in the meter's memory. In addition, since the reported test strips were not returned for investigation retain testing was performed. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint was not confirmed and no new issues were observed. (B)(4).

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.